Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open removal of stomach cancer procedure, during the first step, the surgeon was able to push the firing knob all the way to the end however the staple line was incomplete proximally. The staples did not form properly. Another device was used to complete the case. There was no patient injury.